Event description:
A malfunction, identified by code malf 24, was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged to replace the pump, ensuring the customer was informed about steps to take upon receiving the new pump, which includes using an updated software. The customer was directed to return the defective pump using a provided pre-paid shipping label.